Manufacturer narrative:
Correction: b5 and h6 additional failure mode was inadvertently omitted from initial report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria/major bleed/hypotension: the cause of the injury was not determined due to insufficient clinical details. Purge system blocked: the real time (rt) log shows a jagged spike in purge pressure from 600mmhg to over 1100mmhg in about a minute. High purge pressure is sustained for about 40 minutes after which there is a sharp drop before spiking back up to over 1000mmhg. During this second sustained event, there is a slight shift up in motor current and pump flow values. After 20 minutes the purge pressure values sharply drop to normal values and there are no other occurrences. The log pattern observed is characteristic of a kink in the purge lumen. Purge flow values also increase. The cause of the purge system blocked was determined to be due to a kink of the purge lumen, though cause of kink can not be established since no product was returned and insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The patient was noted to have been experiencing atrial fibrillation during support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
It was reported that a patient was placed on an impella 5.5 for cardiac support. During impella 5.5 support, there was a purge blocked alarm noted and purge flows were low and purge pressure was high. The physician ordered tissue plasminogen activator to run as purge. It was noted that the patient was having a lot of clots. A slight pink red tint was noted to the foley catheter output. The impella site had a small amount of bloody drainage and no hematoma was noted. However, there was bleeding from the swan ganz site followed by hypotension. One liter of lactated ringer's was administered in addition to one unit of packed red blood cell. Heparin was placed on hold. The patient was successfully weaned off impella 5.5 support and survived.